Event description:
It was reported that the patient presented in the emergency room with syncope. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition that was reproducible with hand movement. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
New information received noted that the lead was damaged.